Event description:
Per the clinic, the patient experienced an infection (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported) due to infection as previously reported. However, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report.